Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of syncope. Device interrogation revealed the patient's heart rate was in the 30's and that right atrial (ra) lead impedance was high out of range. A lead fracture was confirmed and the device was re-programmed to ventricular pacing overnight. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2006 (B)(6); 5076-52 implantable pacing lead 2006 (B)(6); (B)(4).